Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2022. On (B)(6) 2022, the patient was acting ¿strange¿ and started to twitch and then loss of consciousness for about 2 minutes. The cgm was reading 3.9 mmol/l. The patient´s father rubbed liquid glucose in the patient´s mouth. The patient regained consciousness and recovered. When the patient regained consciousness the patient´s father took a blood glucose reading which was 1.9 mmol/l. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.